Event description:
The complaint received sates that during use the ultipaq cerecyte microcoil 2 mm x 2cm (cfs10020230 / f66707) failed to detach. The practitioner checked the coil before inserting into the micro catheter and it received a charge and green light; the coil was then carefully placed inside the aneurysm and then they attempted to detach the coil. The 4 beeps were heard; the dr. Pulled back on the coil but the coil was still attached. They then tried detaching again but no noise was heard; and no green light was seen telling us the empower box was picking up the coils signal. We switched the detachment box and cable out to see if either was the problem but coil was still not giving off a charge. Luckily the coil was retracted back into the micro catheter without any issues. There is no report of injury for the patient.

Manufacturer narrative:
This MDR is being submitted as part of retrospective review as a result of a recent FDA audit and with accordance to the requirements of code of federal regulations ¿ 21 cfr part 803, medical device reporting. The complaint received sates that during use the ultipaq cerecyte microcoil 2 mm x 2cm (cfs10020230 / f66707) failed to detach. The practitioner checked the coil before inserting into the micro catheter and it received a charge and green light; the coil was then carefully placed inside the aneurysm and then they attempted to detach the coil. The 4 beeps were heard; the dr. Pulled back on the coil but the coil was still attached. They then tried detaching again but no noise was heard; and no green light was seen telling us the empower box was picking up the coils signal. We switched the detachment box and cable out to see if either was the problem but coil was still not giving off a charge. Luckily the coil was retracted back into the micro catheter without any issues. There is no report of injury for the patient. The device positioning unit (dpu) failed electrical testing. The most likely root cause of the coil¿s nondetachment was due to a fractured solder joint inside the resistive heating coil section. The circumstances of how and where this damage occurred cannot be determined. Although not related to the complaint event; it was found that the resheathing tool was advanced over the proximal end of the green introducer. For optimum product performance and to prevent potential complications; the instructions for use (IFU) recommends;¿ return to the infusion microcatheter¿s rhv. Loosen the rhv and gently slide the introducer tip out from the rhv; over the dpu wire. Once a small section of the exposed dpu wire is visible; tightly grasp it with the thumb and forefinger of the same hand that is holding the rhv. Using the thumb and forefinger of your other hand; grasp the introducer tip; slowly slide it away from the rhv over the dpu wire. Continue sliding the introducer tip until just before the tip reaches the distal end of the re sheathing tool; leaving approximately 1 inch of the unsheathed introducer sheath still visible.¿ the complaint was confirmed on analysis. 100% inspections are in place to prevent damaged products from leaving the facility and the DHR review confirmed that the product met specifications. No corrective action is required at this time. Review of the information does not suggest what factors may have contributed to the confirmed event.